Event description:
On (B)(6) 2011, patient reported his blood glucose level dropped last night and he believes his infusion device is delivering too much insulin. Patient's normal blood glucose range is 130-140 mg/dl. Patient stated he lay down to take a nap yesterday and his wife couldn't wake him up. Patient reported his wife called 911 and ems came and tested his blood glucose level with a result of 23 mg/dl. Patient stated they treated him with a shot of glucose. Patient reported when he came to and woke up he ripped the infusion device off of himself. Patient stated he felt the infusion device delivered too much insulin. Patient reported his wife brought him some orange juice and a cheese sandwich which brought his blood glucose back up to normal. Patient stated he refused to go to the hospital at this point. Patient reported he's back on the infusion device and his blood glucose has been okay since. Patient stated he had recently adjusted his basal rates to be lower on his own. Verified basal rates and bolus history; all seem correct. Patient reported there were no error messages or alerts on the infusion device. Product was replaced and requested return of the alleged product for evaluation.